Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via telephone call that the infusion set cannula was bent. The customer did not have a serious injury and was not hospitalized. No blood glucose reading was provided. Two attempts were made to reach the customer for more information.